Event description:
It was noted during the procedure that one of the pedicle screws (6x50) that had been implanted needed to be removed because the locking portion of the screw was not stable. The pedicle screw was removed and a new screw of the same size was inserted.